Manufacturer narrative:
Two lot numbers were provided by the customer. The distributor was unable to confirm which lot number is associated with the event unit. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - report from the sales rep- "in the first attempt to deploy the bag, in the process that the metal supports were pushed with the thumb ring actuator to the end, the supports were exposed partially from the bag inside patient cavity. The customer described a picture showing how the supports were exposed partially from the bag. Whether or not the bag came off with the metal supports exposed or not when the metal supports were pushed with thumb ring actuator: no; whether or not the thumb ring actuator was pulled or not, until the metal supports were fully pushed to endpoint: no; whether or not the bead was sliding down to around center of the metal supports to interrupt deployment of the bag: no. The video for the incident is not available. Initial investigation report by distributor: two(2) event units were returned to (B)(4) and visually inspected. Although we asked the sales rep if the same incident occurred to the second unit, (B)(4) was not able to obtain the information. The specimen bags were removed from the introducers. The handles and the thumb ring actuators weren't found to be damaged. The loop cords of the bags were not cut. The units will be returned to (B)(4) for further evaluation." Patient status - "no patient injury".

Manufacturer narrative:
Correction: product information was updated to include lot number, manufacture date, expiration date and UDI. The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from distributor on january 19, 2017: the second unit was not related to the incident. Only 1 unit will be returned.